Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. It was also noted another programmer was tried and no connection was established. The patient's ipg had been inoperable for approximately 3 months. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Effective therapy was restored following the procedure.